Event description:
It was reported that the zimmer air dermatome was not working properly. Add'l clinical f/u with the hospital on (B)(6) 2010 indicated that the device would not work after the pt was under anesthesia. Surgery was delayed 30-40 mins until another device was obtained. Total procedure time increased by one hr.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicated that the device has not been in for service since purchased in 1997. The inspection found that the device would not run initially, then started and ran slowly. The cause of the reported complaint was a failing motor. This is due to a lack of preventative maintenance. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.